Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-04439: it was reported the patient¿s left lead was visible and the patient underwent wound care for six weeks. As a result, the physician explanted the drg system. It was noted the patient did not lose stimulation prior to explant. Note: both of the patient's leads are being reported because it is unknown which lead is liable.